Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified hemodialysis technician (cht) reported that shortly after the initiation of a patient¿s hemodialysis (hd) treatment, there was blood leaking from the blue end part of the venous luer lock connection of the fresenius bloodline. It was reported that there was no visible crack and the connection was secure. There was no machine alarm. The patient's estimated blood loss (ebl) was noted as being approximately 100ml as the patient¿s blood was not returned from the venous bloodline circuit. The venous bloodline segment was replaced the patient was able to complete treatment without any further interruptions or complications. No patient adverse effects or injuries were experienced, and no medical intervention was required. The bloodline device was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The bloodline sample was returned to the manufacturer for evaluation. The customer returned the venous section of the bloodline set. A visual inspection of the sample identified foreign matter at the clear part of the blue connector. There were no other issues observed. During functional testing of the sample, the alleged failure was confirmed. The device was placed under water and 15 psi of air was introduced into the bloodline. A leak was observed at the connector piece. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances, deviations, or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The affected connector part was provided by a supplier; therefore, the component history file (chf) was reviewed. There were no nonconformance reports or other abnormalities identified in the chf. The certificate of conformance for the part confirmed that the product involved met specifications for release. The supplier of the component was notified of the event. The investigation into the cause of the reported problem was able to confirm the failure mode. Testing of the sample could duplicate the alleged leak at the blue connector piece of the bloodline device. The complaint has been deemed confirmed.